Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing properly. The epg was not used and is expected to be returned for service. No patient complications have been reported as a result of this event.